Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was also noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure there was placement difficulty as the physician had made five attempts to extend the helix of the lead into the heart tissue. It was noted that each time the lead would not securely attach to the tissue and the lead would fall out of position. Upon deciding to give up on the lead and place another one, the helix was unable to be fully retracted into the lead body. The helix may have been damaged further attempting to pull the lead out through the introducer. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.